Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'underfill' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes device experienced underfill or low draw of a tube with blood. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it is reported customer is experiencing under filling. "One of our quest clients is complaining that the lithium heparin 6ml tubes 367886 lot 0289432 does not have enough vacuum to fill up to the line. Complaint received states the following: client is having an issue with the vacuum for tb gold green tube. Used 3 tubes before they got a good one. There are no photos or samples available."